Event description:
The pt reported his insulin infusion set "pulled apart" while he was wearing it and he experienced a blood glucose reading of "hi." He stated the cannula pushed up out of his skin and partially protruded out of the adhesive. He said he had worn the infusion set for 2 days when the incident happened. He stated he corrected his reading by changing his infusion set and taking a walk. During troubleshooting, the pt stated he inserted his infusion set at a 90 degree angle. The pt was advised he should insert this type of infusion set at a 20-45 degree angle as recommended. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.